Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-1588rt-2j tightrope ii rt broke during the final pull tension. The graft came loose, and a new ar-1588rt-2j tightrope ii rt had to be opened. Then, the new ar-1588rt-2j tightrope ii rt suture did not pass where it was supposed to pass on the card while doing the third step. The surgeon attempted to do it again to no avail. The case was completed using a new one. This was discovered during a procedure.

Event description:
Additional information received on 12/27/2024: this was discovered during an aclr procedure on (B)(6) 2024. The case was completed using another ar-1588rt-2j tightrope ii rt. The case was delayed forty-five minutes with additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.